Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported the patient had surgery to replace the depleted stimulator battery and repair 3 hernias. There was an umbilical hernia that was incisional and also two smaller defects cephalad to the umbilical defect. High impedances (over 800 ohms) were found and later a fractured lead during the operation. The lead was removed and replaced as a result which resolved the impedance issue. An endoscope was used to check placement. The patient tolerated the procedure well and was in good condition. Additional information received from the hcp reported the depletion was normal. The cause of the hernia and lead fracture was not determined. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.